Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), a non-penumbra guide sheath, a non-penumbra base catheter, and a rotating hemostasis valve (rhv). During the procedure, while attempting to remove the lantern from the base catheter to reposition the lantern, the physician encountered resistance and upon removal, the lantern was noticed to be broken at the mid-shaft. It was reported that the rhv was too tight. The physician removed the broken half of the lantern by pulling the base catheter out and flushing it. The procedure was completed using a new lantern, the same guide catheter and the same base catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is retracted against resistance during use, damages such as a kink and subsequent fracture may occur. The rhv being too tight as mentioned in the complaint, likely contributed to the resistance during the procedure. Further evaluation revealed an additional fracture on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during handling of the device post-procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.